Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient presented with infection at the incision site following recent generator replacement. During surgery to address the infection, the surgeon observed a crack in the lead wire (MFR. Report #1644487-2021-00815 captures the report of lead fracture). Both the generator and lead were explanted. It was noted that the surgeon assessed the origin of the infection to be the original incision site in the armpit area. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. Device return and evaluation is not necessary because the reported event of infection is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.